Manufacturer narrative:
Patient identifier not available from the site. A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the surgeon felt inaccurate after making the bone flap. Tracing was mostly green with minimal yellow dots in the recommended tracing pattern. Attending surgeon however didn¿t trace completely posterior to the head (c1 <(>&<)> c3). Axiem emitter placed left lateral behind left ear 3 to 4¿ spacing from the patients head. Incision was made. Prior to excising the bone flap, the mayfield head rest moved a little, mayfield head rest was repositioned and axiem tracking was checked using anatomical landmarks. There was no impact to patient. There was no reported delay to the procedure due to this issue.